Event description:
The doctors claim the following: the graft was successfully implanted in 2005, during the first procedure as an extraperitonial lliacal femorocural bypass. Three days later, the pt suddently collapsed in the cafeteria where a doctor was present. The doctor immediately re-animated the pt and brought pt to the intensive surgery care unit. It was then observed that the pt had a hematoma and that was treated first. It was then realized that the implanted graft had partially torn out at the anastomosis which resulted in a blood loss of approximately 1000ml. The anastomosis was then re-sutured with a good result. Redon drainage was used. The pt is in good condition and is now in post-operative care. Based upon the complaint info received it appears, at this time, that the doctors elected to leave the graft in.